Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and determined that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue occurs again.